Event description:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2014 respectively with the following findings: the meter has passed testing for the alleged inaccurate high issue. The reported issue could not be reproduced. The test strips involved with this complaint were found to have control solution results outside the acceptable range. In addition, the subject test strips were misclassified by the meter. (Either a meter reporting ¿control solution¿ when blood has been applied to a strip, or a meter reporting ¿blood¿ when control solution has been applied to the strip). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.